Event description:
The initial advia centaur troponin ultra test result obtained on a pt sample was positive. Two repeat tests were also positive, but lower than the initial result. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse proactively replaced the acid/base pumps. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.